Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a suction issue. There was no patient contact.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: two encor biopsy probes were returned for evaluation. During an visual evaluation, both device probes have residue and was received with the aperture fully closed. The saline cap was not returned. The proximal retaining cap was glued to the probe and no damage was noted and no other anomalies were identified. During functional testing, first sample fails in maximum vacuum testing and passed vacuum differential testing. Sample two passed in both maximum vacuum testing and vacuum differential testing. Both the probes were inserted into a piece of beef and around the clock sampling was performed. Each time, the probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probes were able to obtain 6 samples successfully. No error was displayed on the console during testing. No unusual noises were heard during the evaluation. Therefore the investigation is confirmed for the sample one and unconfirmed for sample two for the reported "suction issue". Total product quantity affected is three, but only two samples were return for sample evaluation. So, the investigation is inconclusive for that sample three. A definitive root cause for the reported suction issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2021),g3,h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a suction issue and foreign material on trocar tip. There was no patient contact.